Event description:
The customer stated that he was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 34 mg/dl. Troubleshooting was performed, and the insulin pump was programmed and reading the reservoir volume correctly. The self and displacement tests passed. The customer stated that he had lowered the basal rates because he was exercising. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.